Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 500mg/dl. Infusion set changes were performed and manual injections were administered to address the bg level. Reportedly, the customer would perform infusion site changes or complete supply changes to address the occlusion alarms. Tandem technical support (cts) advised the customer to wear the pump in a case in order to prevent abrupt temperature changes as the customer mentioned that sometimes the pump is worn against the skin. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer reverted to manual injections for insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.